Event description:
Customer reported that she had high blood glucose of 329 mg/dl because her insulin pump was malfunctioning. Customer stated that her insulin pump did not deliver the insulin and did not alarm no delivery. Customer stated that she had blurred vision due to the high blood glucose. Advised customer's husband to take customer to get treatment, as customer does not fell well. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip and scratched display window.